Event description:
It was reported on (B)(6) 2011, that the pt experienced stimulation in the wrong location for the previous ten to twelve months. The pt felt the stimulation on the right side, but not on the left side. There was no known related incident or accident reported. The pt met with the MFR rep and physician two months ago. It was suggested that there was a "problem" at the left lead connection site. It was later reported that the pt experienced a loss of therapeutic effect, with no stimulation sensation felt on the left side of the body. It was stated that the left lead was "not working," and this as "verified, a couple of months ago." No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).